Event description:
This rv lead was implanted on (B)(6) 2005 and was explanted on (B)(6) 2018 due to out of range spikes on rv channel, spurios spikes on impedance and had no capture. Pocket manipulation caused rv impedance to change to 1600 ohms and dropped a couple beats. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).